Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 500 mg/dl. Customer attempted to treat their blood glucose with a manual injection. The customer also reported being hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl at the time of admission. The customer stated their blood glucose would not lower with manual injections, prompting the hospitalization. The customer was treated with manual injections and an insulin drip at the hospital. The customer was released from the hospital with a blood glucose of 270 mg/dl. Customer did not report any bent cannulas during the troubleshoot. It was also found the insulin pump passed all testing during troubleshooting. The customer also reported their blood glucose rose to 574 mg/dl during the phone call. The customer treated their blood glucose with 5 units of insulin. Customer declined to return the insulin pump for analysis.